Manufacturer narrative:
The electrodes were sent to the stryker product assessment center (pac) to further evaluation. The pac technician was able to verify the reported issue. One of the pads was applied to the patient with the clear film in between, resulting in the reported issue. Root cause of the reported issue is user error. The electrode tray was archived by stryker.

Event description:
The customer contacted stryker to report that their device did not recognize the electrodes during use on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device did not recognize the electrodes during use on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device is being shipped to the stryker maastricht service center for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the device and was not able to duplicate the issue with test electrodes. There was no problem found with the device. It was noted that the electrodes sent in by the customer were expired. New electrodes were added to the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker retained the customer electrodes. The cause of the issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not recognize the electrodes during use on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.